Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six months and two weeks of post deployment, the bard eclipse filter was attempted for removal, but the attempt was unsuccessful. Around, eight months and three weeks of post deployment, a computed tomography of abdomen and pelvis was performed. The study showed stable positioning of a mal-aligned inferior vena cava filter and there was no thrombus. Around, two months later, the patient came for follow-up visit regarding deep vein thrombosis. During vascular evaluation, the present illness history mentioned that the patient had an inferior vena cava filter and there was thrombus in the inferior vena cava filter. The inferior vena cava filter could not be removed because the hook had penetrated the inferior vena cava wall and attempt to retrieve the neck of the filter resulted in further filter tilt. Around, one month later, an x-ray of abdomen was performed for abdominal pain. The study showed that a stable mal-aligned inferior vena cava filter was noted overlying the l2 and l3 vertebral bodies. Around, one year and ten months later, an x-ray of lumbar spine was performed for back pain. The study showed an inferior vena cava filter was present at the right paramedian abdomen and it has as angled orientation. Around, nine months and two weeks later, a computed tomography urogram was performed for microscopic hematuria. The study showed tilted infrarenal inferior vena cava filter with struts penetrated into the retroperitoneum, abutted the abdominal aorta at multiple points and penetrated in to the uncinate process of the pancreas and descending portion of the duodenum. Around, two months later, a computed tomography of abdomen and pelvis was performed for left lower quadrant abdominal pain. The study showed an unchanged appearance of tilted infrarenal inferior vena cava filter with struts penetrated into the retroperitoneum, abutted the abdominal aorta at multiple points and penetrated in to the uncinate process of the pancreas and descending portion of the duodenum. Around, two months and two weeks later, the patient came for vascular consultation and during evaluation the present illness history mentioned that the patient had an inferior vena cava filter, and the physician attempted to remove the filter but failed. Also, as per the note patient had failed filter retrieval attempts x2, including attempted retrieval using endobronchial forceps. The filter apex had been outside of the inferior vena cava since prior to initial filter retrieval attempt, preventing conventional retrieval. Also, more aggressive/unique approaches were unsuccessful. However, it was discussed and planned for possible endoscopy to evaluate for intraluminal bowel involvement of the filter as well as the possibility of urology involvement for possible laparoscopic retroperitoneal approach removal. On the same day, through open removal approach, the bard eclipse inferior vena cava filter was removed. Initial preoperative diagnosis mentioned tilted inferior vena cava filter with protrusion of apex and struts outside of vena cava. Indications were provided that attempts at removal of the inferior vena cava filter previously, failed and there have been multiple attempts of removal including the use of endobronchial forceps. However, the filter apex was now outside the inferior vena cava preventing conventional endovascular retrieval. It was felt that the safest and more effective way to remove the filter would be through laparotomy and open exposure of the vena cava with open removal of the inferior vena cava filter. The patient does complain of some abdominal pain especially in both lower quadrant but there does not to appear bowel involvement during procedure, a midline incision was made with a 10# scalpel from soft side of the area to two fingerbreadths below the umbilicus and an incision was extended with electro bovie cautery to reach descending fibers. Then the bowel was eviscerated and omni retractor with adapters was used to facilitate exposure of the inferior vena cava. Blunt and sharp dissection the right colon was mobilized and the infrarenal vena cava exposed. The inferior vena cava filter was easily palpated and visualized with the apex of the filter extruded out of the vena cava as the head of the inferior vena cava filter noted 4cm inferior to right renal vein and several of the struts also perforated the vena cava. After the cava was exposed, a pledgeted suture was placed around the area where the apex of the filter was protruded out of the inferior vena cava. Then wire cutters were used and the apex was cut first, couple struts were cut, and easily removed and passed off the field. As the three of the struts were removed, it was then able to cut through the whole apex of the inferior vena cava filter. Then a satinsky clamp was applied to partially occlude the vena cava and the venotomy was extended with potts scissors and then the visible struts of the inferior vena cava filter were removed in a piecemeal approach. Next, the cava that was partially controlled with satinsky clamp was opened and however there were no visible struts seen. The cava was then closed with running 5-0 prolene sutures. There was good flow in the cava at this particular point and there did appear a strut in one of the lumbar veins. This was then encircled with o-silk ties and then ligated. Then the vein was transected, and the remaining strut was removed. Also, there was lumbar vein and artery that was bleeding which was controlled with allis clamp and a 4-0 pledgeted suture. Finally, the filter was removed. Therefore, the investigation is confirmed for filter tilt, filter limb detachment, perforation of the inferior vena cava (ivc), and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps were unsuccessful due to filter tilt, perforation of the inferior vena cava (ivc) and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter titled and became embedded in the inferior vena cava wall. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown.